Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose events of >400 mg/dl on (B)(6) 2026, >300 mg/dl on (B)(6) 2026, and 434 mg/dl on (B)(6) 2026. The high blood glucose events were treated with insulin injections via pen due to bent cannulas at the leg infusion site.